Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the missing initial reporter name. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker passed away. The cause of death was reported to be shock due to sepsis. The pacemaker and lead system was explanted, and the products were returned for analysis about six months later.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the missing initial reporter name. The product has been received for analysis. This report will be updated upon completion of analysis. Analysis of the returned product provided no relevant information for the infection-related allegation, and review of production records found no issues. We have determined that the clinical observation of infection is a known inherent risk with the use of this product.

Event description:
It was reported that the patient implanted with this pacemaker passed away. The cause of death was reported to be shock due to sepsis. The pacemaker and lead system was explanted, and the products were returned for analysis about six months later.